Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes approximately 5-10 tubes immediately shot off the hub, which caused the tube to explode. No patient and/or user were impacted. The following information was provided by the initial reporter: "customer at eugene site, reported having approximately 5-10 tubes that have exploded back off of the hub while drawing a patient.

Event description:
It was reported that while using the bd vacutainer® sst¿ blood collection tubes approximately 5-10 tubes immediately shot off the hub, which caused the tube to explode. One tube was also cracked and had a loose stopper. No patient and/or user were impacted. The following information was provided by the initial reporter: "customer at eugene site, reported having approximately 5-10 tubes that have exploded back off of the hub while drawing a patient. Customer also reports one tube that seemed to not be sealed and was bleeding back onto the patient rather than staying in the tube.

Manufacturer narrative:
The following fields have been updated: b.5 describe event or problem: it was reported that while using the bd vacutainer® sst¿ blood collection tubes approximately 5-10 tubes immediately shot off the hub, which caused the tube to explode. One tube was also cracked and had a loose stopper. No patient and/or user were impacted. The following information was provided by the initial reporter: "customer at eugene site, reported having approximately 5-10 tubes that have exploded back off of the hub while drawing a patient. Customer also reports one tube that seemed to not be sealed and was bleeding back onto the patient rather than staying in the tube. D9. Device available for evaluation? Yes. Returned to manufacturer on: 19-oct-2023. H.6 investigation summary: bd received 1300 samples and 2 photos for investigation. The photos were reviewed and the indicated failure mode for hole in product/component was observed. Tube push off or other( blood leaking out of tube into hub) was not observed. Return sample testing: 20 customer samples were subjected to draw volume testing to investigate tube push off. No tubes experienced tube push. 10 customer samples were subjected to brittleness testing. 0 of 10 customer samples failed. Finally, 30 customer samples were subjected to a visual inspection for any damages. 0 of 30 customer samples failed. Retention sample testing: 20 retain samples were subjected to draw volume testing to investigate tube push off. No tubes experienced tube push. 10 retain samples were subjected to brittleness testing. 0 of 10 retain samples failed. Finally, 30 retain samples were subjected to a visual inspection for any damages. 0 of 30 retain samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for hole in product/component, based on the photos provided. This complaint was unable to be confirmed for tube push off or other ( blood leaking out of tube into hub) bd was not able to identify a root cause for the indicated failure mode.